Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the flex cable assembly which connects the user interface pcb assembly to the pcb stack was not securely connected. After reconnection of the cable, proper device operation was observed. Physio replaced the flex cable assembly as a result and the device was then returned to the customer for use.

Event description:
The customer initially indicated that the service indicator on their device was illuminated. Upon evaluation of the device, it was observed that the device would no longer power on with dc power. When the device was able to be powered on with ac power, the device would intermittently lose power when jostled. There was no patient use associated with the reported issue.